Event description:
It was reported that the customer's insulin pump froze. Fog was visible under the insulin pump's screen. He received a button error alarm. The keypad on the insulin pump was unresponsive. His blood glucose level was 154 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker were noted. No frozen unit noted. No moisture damage on electronic assembly.